Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 3 days, with symptom described as skin irritation, burning, and itching. The customer had contact with an hcp who prescribed an unspecified cortisone ointment for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 3 days, with symptom described as skin irritation, burning, and itching. The customer had contact with an hcp who prescribed an unspecified cortisone ointment for treatment. There was no report of death or permanent impairment associated with this event.